Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed), outer tubing overlay cosmetic esc and depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed), outer insulation melted and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic esc and depression. Proximal segment returned and analyzed.

Event description:
It was reported the patient died approximately 3 months after device implant. Follow up with the clinic later revealed patient hospitalized for endstage cardiomyopathy approximately 3 weeks prior to death and then discharged to home on hospice care with ICD therapies turned off, pacing therapy remained on. There were no concerns with device or lead performance. Cause of death reported as the endstage cardiomyopathy. No autopsy was done.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed), outer tubing overlay cosmetic esc and depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed), outer insulation melted and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic esc and depression. Proximal segment returned and analyzed.

Event description:
It was reported the patient died approximately 3 months after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed), outer tubing overlay cosmetic esc and depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed), outer insulation melted and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic esc and depression. Proximal segment returned and analyzed.